Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lfs alleging erratic readings on the one touch ultra 2 meter. In 2009 around 3:00 pm, the patient obtained a 488 mg/dl and a 190 mg/dl within 10-20 minutes from one another. Due to the erratic readings, the patient decreased her dosage of medication. Approximately an hour later at 4:30 pm, the patient exhibited symptoms or blurred vision and felt tired. Due to the symptoms, the patient took an extra dosage of metformin 500 mg. The patient did not seek any further medical attention or contact her physician for assistance. The technique of applying blood on the test strip was incorrect, the patient had been cleaning the puncture area incorrectly and the meter had been miscoded. The products were replaced. The complaint is being reported because the patient obtained the erratic readings and due to the erratic readings, she decreased her diabetes medication; however, an hour later, developed symptom suggestive of hyperglycemia. The patient took an extra dosage of metformin and did not seek any further medical attention. The patient had been cleaning the puncture area incorrectly, applying the blood incorrectly and not having the meter coded properly can lead to false blood glucose readings.